Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer had dropped their pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 270 mg/dl.